Event description:
It was reported by the customer that when using the bd pyxis¿ es server order was not crossing over stations. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server order was not crossing over stations. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not passing from emr to pyxis due server performance. The technical support specialist (tss) confirmed that the database server met the deployment guide requirements by reviewing the system specifications. The tss followed the knowledge articles "es database server performance troubleshooting" and "medstation es ¿ database server slowness ¿ sql not using all cores equally" to troubleshoot the issue. The tss also recommended replacing the hard drives as a proactive measure. The system functioned properly after the tss resolved the issue. The system function after technical support specialist troubleshot the issue.